Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the information provided in outcomes attributed to adverse events. Disability or permanent damaged was checked inadvertently. Disability or permanent damaged was not an outcome of the reported event.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. Since the production lot number was not provided by the user facility, a meaningful review of production and complaint records was not possible. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility: no patient injury or medical intervention required.